Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm noted during testing. However, unexpected replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit was received with scratched case on the back of the pump, serial number label peeling, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were receiving replace battery now alarm without low battery alert. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.